Event description:
Because of the medtronic infuse implanted during my surgery, I began to experience serious pain, mental anguish, and I'm afraid I'll have to have another surgery if things keep getting worse.